Manufacturer narrative:
D10: concomitants: optetrak femoral aug block & screw (208-05-04, (B)(6)); optetrak logic fit tibial tray (02-012-45-4030, (B)(6)); optetrak logic stem extension femoral and tibial (02-012-60-1440, (B)(6)); optetrak tibial stem extension screw (204-70-00, (B)(6)); optetrak femoral aug block & screw (208-05-04, (B)(6)); optetrak logic stem extension femoral and tibial (02-012-60-1440, (B)(6)); optetrak logic femoral augment & screw posterior, cemented (02-010-06-0541, (B)(6)); optetrak logic femoral augment & screw posterior, cemented (02-010-06-0541, (B)(6)); competitor stem truliant tibial insert (02-022-35-4013, (B)(6)). The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 46 months after a left knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2023-02332, 1038671-2024-03038 correction: please disregard this report as it was reported in error. Event was previously reported under report#:1038671-2023-02332 and #: 1038671-2024-03038.